Manufacturer narrative:
Not available on the date of filing. Relevant device(s) are: product ID: repl kit 9735672 cmos battery, lot number n/a. A medtronic representative went to the site to test the equipment. It was reported that the cmos battery kit of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor showed no signal, the system was not booting. After the system is on and restarted the computer with the reset button, computer goes on. Computer only starts in "bios". There was no patient present.